Event description:
During a ptca treatment procedure involving a calcified lesion in an unspecified coronary artery, the viva balloon was suspected to have ruptured at an unknown number of atmospheres. The number of inflations performed and the characteristics of the lesion are unknown. The patient was asymptomatic during this event. The size and type of introducer sheath, guidewire, guide catheter and inflation device used are unknown. The procedure was successfully completed. Patient status is reported as 'good'.